Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was converted to a demo unit. A f/u report will be submitted when the eval of the device is completed.